Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed through functional evaluation that the device overheated and had excessive noise. Upon disassembly, internal corrosion was found and the upper gearbox bearing had shattered. The presence of upper gearbox bearing damage is likely to cause or contribute to the reported event. The device has not been returned to the user facility at this time.